Event description:
Customer's confirmation on the surestep test strips would not react or change colors when blood was applied. The pt stated they obtained readings of 48 mg/dl and 65 mg/dl. The customer did not receive any medical intervention for these readings. Pt stated they were having low blood sugar symptoms at the time of these readings.